Event description:
A technician reported system message occurred before sidecut (flap) creation on the left eye. The reporter indicated the laser completed 97 percent of the pt's treatment when the system message occurred. According to the reporter the flap was not lifted and the case was aborted. Additional information from reporter indicated pt has been complaining of "funny color lights" and foreign body sensation at post-operative visit. The reporter indicated at this time there have been no additional procedures scheduled as the pt is leery of any additional procedures.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).